Event description:
It was reported that during the atrial fibrillation (afib) procedure, the lasso navigational variable eco catheter would not deflect back to the original position. This catheter was exchanged and the procedure was completed. There was no patient injury reported in this procedure. Upon request, additional information was provided on the event. The catheter was stuck in a deflected position. This product issue was found after it was used in the patient and before going back into the patient. The physician did not have any difficulty in removing this catheter from the patient. This catheter had only been used in the left atrium. The catheter being stuck in a deflected position is indicative of a reportable event.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during the atrial fibrillation (afib) procedure, the lasso navigational variable eco catheter would not deflect back to the original position. This catheter was exchanged and the procedure was completed. There was no patient injury reported in this procedure. Upon request, additional information was provided on the event. The catheter was stuck in a deflected position. This product issue was found after it was used in the patient and before going back into the patient. The physician did not have any difficulty in removing this catheter from the patient. This catheter had only been used in the left atrium. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the deflection and contraction tests were performed and the catheter passed both. The catheter did not get stuck during the analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.